Manufacturer narrative:
The customer reported that they put a new 9v battery into the battery pack and the message that came back as "replace battery pack now". Troubleshooting of the AED with the customer identified that both the AED pads and battery pack were expired. The cause of the AED not powering on was related to a lack of maintenance of the AED. The tech connected new pads and bp, and verified that the asi light was flashing green. The customer was advised to start checking the expiration date on the battery and pads and to order new ones. The IFU states: improper maintenance can cause the defibtech ddu series AED not to function. Maintain the ddu series aeds only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. The available information does not reasonably suggest that the device did not perform as intended or failed to meet product specifications. This device is used for treatment, not diagnosis. Should additional information become available a follow-up MDR shall be submitted.

Event description:
The customer reported that they put a new 9v battery into the battery pack and the message that comes back is "replace battery pack now". The reported event did not occur during patient use.